Event description:
It was reported that patient underwent an explant procedure of his inflatable penile prosthesis (ipp). Device was functioning fine but the scrotum had filled up with blood and despite not showing infection signs, the physician chose to remove the 3 piece device and implant a tactra malleable. No adverse patient effects. Additional information was received. Patient experienced pain and discomfort but the ipp was working correctly.